Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation could not identify a specific root cause. Per product labeling for the assay, single false reactive results may occur in elecsys ahcv ii, as the specificity is less than 100%. All initially reactive samples (results = 0.9 coi) should be re-determined in duplicate with the elecsys anti- hcv ii assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include immuno blot and hcv rna tests. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys ahcv ii assay performed within specification.

Event description:
There was an allegation of questionable elecsys anti-hcv ii results from the cobas e 801 analytical unit. The patient was tested before dialysis. The initial result was 22.3 coi (reactive). The repeat result using a sysmex device was 0.39 coi (non-reactive). The repeat result using an abbott device was 0.39 coi (non-reactive). The patient's hcv rna test result was negative. At a later unknown date, the sample was repeated on another cobas e801 analyzer, and the result was "the same as before." No specific data was provided.